Event description:
It was reported to philips that the device experienced a power issue. There was no report of patient involvement.

Manufacturer narrative:
It was reported to the philips that the device experienced a power issue. There was no patient involvement. The field service engineer (fse) found that the battery needs replacement. Upon conclusion of the evaluation, it was determined that this was a malfunction of the battery, the replacement for which is pending order to customer. The customer to install battery. The device remains at the customer site and no further evaluation is warranted at this time.